Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the device, high and variable threshold was noted on the right atrial lead. Atrial sensing test revealed p-wave variation. Micro dislodgment was suspected but not confirmed. No intervention was performed. The patient was stable.